Event description:
It was reported that the pt experienced increased spasticity. It was also noted that the pt's pump was alarming. The hcp was contacted and the pump was interrogated. The pump interrogation revealed multiple motor stalls of various lengths. There was no recovery noted after the last motor stall in 2007, and a tube set message was noted four days later. Magnetic interaction was denied, but it was reported that the pt had a pelvic ultrasound in the last week. The hcp decided not to do a study, but instead wished to replace the pump. The pt was admitted to the hospital in the same month. Three days later, the pt was experiencing symptoms of increased spasticity and purities. The pt was being supplemented with oral baclofen. The pt's pump was replaced. The pt outcome was not reported. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.